Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 0.8, lab: 1.9. Pt's target therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.